Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion; guiding catheter: launcher. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and concentric distal circumflex that was 90% stenosed. During pre-dilatation, an unspecified guide wire crossed to the target lesion. Resistance was met with the anatomy when advancing a 2.0 x 15 mm mini trek balloon catheter to the target lesion, then during first inflation the balloon ruptured at 8 atmospheres. The balloon was then removed without issues and switched to a non-abbott balloon. The non-abbott balloon could not cross the lesion. The procedure was successfully completed with an unspecified rx trek balloon and additional dilatation was performed with a non-abbott balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.